Event description:
It was reported the patient was experiencing swelling near his scs ipg site beginning on (B)(6) 2014, the patient was prescribed antibiotics. Additional information received identified the patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.